Event description:
It was reported that during an unknown procedure, after firing, the staple cannot form. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one sc45a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device used in? Just to confirm, was there any other issue with the staple line besides malformed staples? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? What type of tissue was being fired on? Was buttressing material utilized? If so, which product? Was the device fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing or opening)?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just to confirm, was there any other issue with the staple line besides malformed staples? No. Did the device cut? No. If yes, was the cut line complete? Na. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Na. On which firing did this event occur (1st, 2nd, 12th, etc.)? Unknown. What color cartridge was being used? Unknown. What type of tissue was being fired on? Liver. Was buttressing material utilized? If so, which product? Unknown. Was the device fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Unknown. Were any of the forces higher or lower than expected (closing or opening)? No.

Manufacturer narrative:
(B)(4).